Manufacturer narrative:
Device evaluation summary: it was reported that a 44 year old african american female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 500cc and experienced deflation on the right breast implant. As a result, the patient underwent removal of the implant on unknown date. Two devices were returned to mentor without fluid inside. The two devices had the same lot number engraved. Yellow material was observed within the devices. The mentor product analysis lab discovered leakage at the valve on device a and a rent measuring approximately 1.2 cm located on the posterior aspect of the device b. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 500cc saline breast implant, catalog # 3503500, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 500cc and experienced deflation on the right breast implant. As a result, the patient underwent removal of the implant on unknown date.